Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: methods, results, and conclusion codes. The closure top was not returned for evaluation. The lot number was not provided and a device history review could not be performed. No evaluation results are available and no conclusions regarding the cause can be drawn. Without the returned device, this event is non-verifiable.

Event description:
It was reported that a revision surgery was performed to address post-operative device migration. The device was removed and replaced during the revision procedure.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address post-operative device migration. The device was removed and replaced during the revision procedure.